Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt was experiencing an increase in ldh, hematuria and heart failure symptoms. Pt was also experiencing sepsis and infection as well as renal failure. Additional info provided to the MFR indicated that the pt subsequently expired due to sepsis.

Manufacturer narrative:
According to the info provided to the MFR, an autopsy was not performed and the device was not explanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.